Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had recurrent hemolysis. A pump exchange was completed on (B)(6) 2013. During the exchange, the surgeon felt he could see thrombus near the rotor.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.